Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17may2019. The manufacturer's remote service technician performed troubleshooting with the customer. The customer confirmed that the device event log showed the unit logged an error 1212 (running on internal battery), error 1218 (power restored) and error 1204 (low internal battery). The customer also noted that the power cord attached to the unit was 3-4 feet.. The technician informed the customer that the cord is much shorter than the correct cord for the unit. The customer was provided with the part information for the replacement power cord and advised to perform electrical safety, power fail, and internal battery testing after new power cord is installed. The customer reported replacing the power cord and the issue was resolved.

Event description:
It was reported that the unit declared multiple power errors and shut down. The device was in use at the time of the event; however, there was no patient harm.